Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that rv impedance on this lead was less than 3000ohms and exhibited loss of capture at 3.5v. Trying to run a rv threshold test but unable to start the threshold test at a value greater than 3.5v. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).